Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and spinal pain. The date of the event was unknown. It was reported the pump needed to be moved and it was time to change the pump. The pump was moved from the patient¿s abdomen to her back because she lost weight, the pocket was lost, and the pump was too heavy. No out of box failure and no medical or therapy problem associated with small parts no further complications were reported.